Event description:
A facility reported that one of the sides of the 360mm gayet bipolar forceps (cev134bg) "snapped off" during a case. It was reported that the device was in contact with the patient; however, there was no patient injury as a result of this incident. It is unknown if surgical delay occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The 360mm gayet bipolar forceps (cev134bg) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the bipolar forceps verified the complaint reported by the customer as valid. One of the wires were broken at the end of the tube. No manufacturing defect or material defect was found. Root cause analysis: it was determined that the issue was likely due to a bad handling or an excessive effort applied on the device during the reprocessing or the storage.

Event description:
N/a.